Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was cracked the following information was received by the initial reporter with the following verbatim it was reported by customer that there is a hole and/or crack in the actual device.

Manufacturer narrative:
Investigation results: the customer reported there was a hole or crack in the device, and returned one sample of material mz5310, lot unknown. Upon initial visual examination, the set confirmed the complaint of component damage. The female luer had a vertical crack through the plastic, which caused the leak. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing site was unable to trace the root cause to the assembly process. The root cause could not be determined. The issue is possibly affected by disinfectant use, which can cause the plastic to become brittle or sticky when not allowed to dry properly. This incident has been added to our database of reported incidents.

Event description:
No additional information.